Event description:
The pharmacist contacted lfs alleging an issue with the verio meter. The lfs agent was put on hold and the call was no answered. There is no information on what the alleged issue is with the verio meter. There is also no evidence that the meter malfunctioned or caused a serious injury. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.